Event description:
It was reported that the patient reported pain at the insertion site nearly a year after the implant of the implantable cardiac monitor (icm) device. The device was reported as moving deeper into the patient anatomy, 1 inch lower and on an angle. The device was repositioned and remains in service. No additional adverse patient effects were reported. The complaint device was not returned to bsc, product analysis could not be performed. Analysis of available information did not identify a specific complaint cause. It was concluded that unknown factors probably contributed to the event.